Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator had moved out of the pocket. The patient mentioned that its pinching their sciatic nerve near their spine. The patient mentioned that they went into an urgent care facility and were advised that the ins needs to be put back into the correct pocket. The patient mentioned trying to call their hcp to schedule an appointment to have it put back, but they haven't returned their call. The patient mentioned it affected their whole left side of their body, and they had to walk with a cane. The patient also mentioned they were losing sleep because they could not lay on their left side, and all of a sudden, their left leg would give out from under them. The patient noted they could not stand steady in the shower anymore, and they were walking hunched over, and it just hurt. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned that they have an appointment with hcp on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.